Manufacturer narrative:
(B)(4)

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced exposure of suture, clots and bleeding.